Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Additionally, the q12 and q16 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted u409 transceiver could not be positively identified. Root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck).